Event description:
Laparoscopy appendectomy - "on retrieval of the bag from the abdominal wall the surgical team observed a small leak protruding from the distal end of bag near seal. Fluid was coming from the hole." Intervention - "none." Patient status - "no adverse effects."

Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation. In the absence of the subject device, it is not possible to determine the root cause of the incident. A review of the manufacturing records for this lot could not be performed as no lot number was provided.  Although the root cause of your experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This document represents our initial/final report.